Event description:
It was reported that during an implant attempt, the lead was placed in the atrium but the measurements were not good so the physician attempted another location. The physician observed the lead helix would not retract. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The lead was received with the stylet stuck in it and could not be removed. Visual analysis found helix fully retracted and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).